Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the right ventricular (rv) lead was fractured. The lead was oversensing noise and had high impedance which triggered a lead integrity alert (lia). The lead was capped on the left side and a new lead implanted on the right side due to subclavian vein occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.